Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had glitch screen. The customer's blood glucose value was unknown. The customer reported that the insulin pump randomly had flashing screen after turned on from sleeping mode. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No partial display noted. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. The insulin pump was monitored and no unexpected powering off or missing segment or partial display noted.